Event description:
The customer contact reported a slit in the tubing set; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified volume of normal saline, at a rate of 100ml/hr, via a plum pump. It was reported that less than 20 minutes after the delivery was started, when the pt transferred from the stretcher to the bed, the tubing of the tubing set was lifted out of the pt's way. At this time, wetness was noted. No specific details were provided. At this time, it was noted that solution leaked from a slit in the tubing of the tubing set. The location of the slit was described as between the pump and the pt's IV access site. It was reported that an unspecified volume of solution leaked onto the bedding and the floor. The customer contact reported that bleedback was noted through the reported lock and approx 3 inches up the tubing. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.